Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to complete the functional testing, including the displacement, basic occlusion, occlusion, prime or excessive no delivery tests or verify the motor position encoder error alarm in the alarm history screen due to the motor error alarm. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that her son's insulin pump alarmed motor error. Customer's mother stated the customer had a MRI and insulin pump was not removed. Now, the insulin pump alarmed motor error. Also, all the settings are gone from the pump. Customer's blood glucose was 168mg/dl. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer agreed to return insulin pump.